Event description:
It was reported that there was a ¿catheter test¿ scheduled to be performed the next month. The patient reportedly had experienced a ¿decrease of the therapy effect¿ beginning ¿around last autumn¿ and it was ¿highly possibly¿ that the catheter had moved to a subdural location. It was also reported ¿but it may not be a kink or dislodgement¿. Catheter replacement was scheduled in (B)(6) 2014. It was later confirmed the ¿decrease of effect¿ started in (B)(6) 2013. It was noted during refills there had been no volume discrepancies found as well as ¿in the x-ray data¿. According to a ¿contrast test,¿ fluid under the ¿dural¿ was observed and replacement of the catheter was ¿considered¿. It was then reported the catheter replacement was scheduled for (B)(6) 2014. The health care provider¿s (hcp) comments included ¿a far as I can see in fluoroscopy test, a catheter migration under the dural was confirmed¿. It was further reported the replacement of only the ¿spinal cord side¿ of the catheter was performed. The dose of baclofen was 75g/day until (B)(6) 2014-02-17. Following the replacement, the dose was decreased to 50g/day. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient had required hospitalization or prolongation of hospitalization for treatment of the event. The catheter was replaced on (B)(6) 2014. The physician commented that judging from the contrast study findings, there was no doubt that the catheter migrated to the subdural space. A pump operability test was also performed and showed no abnormal variability. Patient outcome was reported as not recovered.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the date of assessment was (B)(6) 2014 and date of outcome (B)(6) 2014. The causality was reported as unrelated to the investigational drug, not related to the pump or programmer and unknown if related to the catheter and/or procedure. There was no report of withdrawal, overdose or resistance. It was further provided that on (B)(6) 2013 the patient visited the hospital for recurred spasticity. On (B)(6) 2013 the patient's dose increased to 90 mg/day with no changes observed in the patient's symptoms. Refills were performed on (B)(6) 2013 and (B)(6) 2014.

Event description:
Additional information received reported a recovery of symptoms was confirmed.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0206162173, serial# (B)(4), product type: catheter. (B)(4).